Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 5f sheath after a left heart catheterization diagnostic procedure. Reportedly, upon inspection of the first packaged proglide device, it was noted that the link was visible and that the lever was lifted. The proglide device was not used in the patient. A second proglide device was successfully prepped per instructions for use; however, when advanced into the artery, no blood flow was observed from the marker lumen. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.